Event description:
(B)(4). The end user states the chair quit running and has a 3 flash error code. The end user states nothing happened prior to the chair stopping and the error code. He isn't the original owner and he states he purchased the unit from goodwill. No injuries noted (B)(4).